Event description:
Re: nevro hf10 spinal cord stimulator inserted on (B)(6) 2016 by neuro surgeon (B)(6). I do not write him as doctor as he does not comprehend the hippocratic oath he took when he said "do no harm." I am the husband of (B)(6) for the past (B)(6) years and at the age of seventy-eight have lived with my wife for the past twenty-two years of the total (B)(6)years as she has lived in chronic pain which has gotten worse and worse, I grow weary, more and more as I aged. Last night, due to the hot weather, I slept 4 and 3/4 hrs waking during the night and thinking about the letter I received from ms (B)(6), clinical admin of (B)(6) hospital. Quoting her second paragraph. "I ((B)(6)) followed up with dr (B)(6), who saw your wife in a f/u appt on (B)(6) 2018. At that time, dr (B)(6) indicated that one option for your wife's pain was to remove her stimulator and that a pain pump could not be considered. Dr (B)(6) indicated that he answered all of your questions and understands your frustrations that nothing that more cannot be done at this time to help your wife." What a lie. Not only does (B)(6) not believe his hippocratic oath of "do no harm," but now he has ms. (B)(6) lying for him. Let me review part of my wife's medical record in which during her life time, she has seen more than one hundred and fifty to seventy different drs about her many physical problems due to: lyme's disease, osteoporosis, scoliosis, her crying out for help in her sleep from time to time; her moaning year after year in her sleep and for the past year to two years as she attempts to perform anything. Her desire to die, asking me some twenty times in the past twenty-two years (guesstimate) to kill her. In the past six months, she has been three different neuro surgeons who all say they like (B)(6) can do nothing. (B)(6) even said to her that he has never seen a back like hers which has had a 2-3" x 5" bubble over her lower back/spinal column (from t9 down to l5). I think that something he did in surgery when inserting the nevro hf10 spinal cord stimulator or the nevro hf10 was defective caused his bubble to form. But let me review my wife's medical history (partially) over the past two years as she has other problems that may or may not affect her problem with the nevro hf10 spinal cord stimulator. (B)(6) was (B)(6) tall when I married her in (B)(6) and she weighed (B)(6) pounds. Currently she is (B)(6). She has sunk 8 and a half inches over the past (not sure) five to ten years. Her pain began in 1985 when going down the basement stairs for something in august of that year and had high heel shoes on and slipped and her back hit the stairs in which she had surgery in (B)(6) 1986. While recovering from surgery, she remembers a very minute insect (turned out to be a red stick) landed on her as she opened the sliding glass doors we had in our (B)(6) home which is very wooded. In 1992 after seeing 12 drs over the next six years she saw a doctor (B)(6), gastroenterologist who had the western titer test performed on her discovering she had lyme's disease. Lucky or unlucky number 13th dr. Three years later, her pain kept increasing and she became physically disabled and was unable to perform her teaching fourth grade and writing up her daily plan book. We had no health insurance and went bankrupt in 1998 due to dr (B)(6) (not sure of spelling) charging us (B)(6) every six weeks for the western titer test that he had performed plus (B)(6) daily for the antibiotic zithromax. In addition, I was having heart attacks (tachycardia that went to 120 to 140 beats a minute from doing anything. I was afraid to move at times as it would set my heart off so, I decided not to work for three years even though dr (B)(6) ablated my atrioventricular node that rests above the tri-cuspid valve in the septum of my heart where the beginning of the bundle of his resides, if I remember correctly. My wife in 1998 spent three weeks in the psychiatric ward of (B)(6) hospital as she wanted to die due to the pain she was having, the beginning of her chronic pain, I believe. Fast forward to the spring of 2016 (I have some 15 to 17 pages of her medical history between 1998 to 2016). Dr (B)(6), (B)(6) orthopedics, (b)6) administered bupivacaine injections to the l1 to l5 area of my wife's spinal column. Nerve block injections which worked for two months, but dr (B)(6) had to wait three months before performing these injections due to the myelin sheath having to be restored. (I am not a dr and do not fully comprehend it). Dr (B)(6) recommended dr (B)(6) to implant a spinal cord stimulator as that would probably work better than her injections. On (B)(6) 2016, dr (B)(6) put two wires into my wife's t9 and t10 vertebras with the stimulator outside put into a pouch attached to a waist belt that held the stimulator in place. For five days it worked as my wife's pain level at that time had been between five to six and the nevro hf10 spinal cord stimulator reduced it to the 2 to 3 level. However, dr (B)(6) stated he had to remove the wires due to possible sepsis and recommended dr (B)(6), to implant the nevro hf10 spinal cord stimulator. Therefore, on (B)(6) 2016 (B)(6) implanted the nevro hf10 scs. After surgery, he could not be bothered to inform me how the surgery ended. At first, (B)(6), rn from nevro informed me at approx 2:20pm that everything was fine with my wife. It took almost another hour before some in house dr bothered to inform me via phone that everything was okay and my wife would be going home the following day. On (B)(6) 2016, (B)(6). Nurse practitioner (B)(6), msn crnp changed (B)(6)'s dressing, looks fine, healing nicely. Dr (B)(6) visited at end of the session. Both of them would like us to return in one week; however, the front desk could only schedule it in two weeks. Also, my wife was in pain and (B)(6) said it was normal due to her scoliosis and having to scrape her lamina to get the wires into place. (But why didn't dr (B)(6) have that problem). The following day (B)(6) was in so much pain that I took her to (B)(6) hospital ER who after four hours of tests said, take her to (B)(6). They said it was on (B)(6) street when it actually was on (B)(6). She registered with (B)(6) and requested a gurney after sitting in their wheel chair for a half an hour as it was too painful. The rn said she had to wait outside x-ray in a wheelchair. I informed the rn that a gurney was down the hallway some 100 feet I would get it. However, the rn said it was septic. So, I told her give me an antiseptic spray bottle with a cloth and a fresh bed sheet and I'll make it antiseptic or "is this hospital always septic." My wife was in a lot of pain and the (B)(6) nurse didn't seem to care. After 3 hrs, the rn gave my wife some restoril which put (B)(6) to sleep for about twenty minutes. Then a rep from dr (B)(6)'s office came and informed us that nothing could be done to help her. I was angry and disgusted with (B)(6) and what was the purpose of dealing with (B)(6) as they did very little to help with (B)(6)'s pain. Therefore, we never bothered to see (B)(6) again until (B)(6) 2018. On (B)(6) 2017, (B)(6) went to (B)(6) ER. Dr (B)(6) looked at my wife's spinal column to inspect a 2" x 3" sac (bubble like) that had formed on her back. After taking x-rays she said nothing could be done. On (B)(6) 2018, dr (B)(6), evaluated (B)(6) CT scan of spinal column l1 to t9 and said nothing could be done. On (B)(6) 2018, (B)(6), chief neurosurgery, assessed the now 3" x 5" bubble and stated nothing could be done. On (B)(6) 2018, (B)(6) saw dr (B)(6). Ordered CT scan of (B)(6)'s back which we had done on (B)(6) 2018 (B)(6), dr (B)(6) gave (B)(6) a neck brace which has helped pain in the neck area to lessen. Nevro rep informed us to try program 1 at level 2 for 3 days, then go to level 3, 4, 5, 5, 7 and program 2, and program 3 which we did to some extent, the level 2, 3, 4, and 7 and program 1, 2, and 3.none seemed to matter. Dr (B)(6) scheduled us for (B)(6) 2018 visit and then cancelled it (not sure when) to (B)(6) 2018. I figured dr (B)(6) just did not care that much about my wife's pain and that is why he rescheduled for (B)(6) 2018, so I wrote a two page letter to ceo of (B)(6) with copies to dean (B)(6) where dr (B)(6), (B)(6)'s current pain mgmt dr who prescribes her daily intake of 200mg morphine sulfate extended relief and prn 15mg q8 hrs morphine sulfate. And a copy to dr (B)(6) of (B)(6) and the catch 22 of obtaining good pain mgmt drs. That letter forced dr (B)(6) to reschedule from (B)(6) 2018 for 4 pm which took place at 5:05pm. I remember the woman who escorted us to his office stating that dr (B)(6) had seen 109 pts so far this day which is another lie, as I thought going home he would have seen an average of 12 pts an hr for nine hrs and not take any lunch or breaks which would be 1 every five mins. Is this the type of things (B)(6) is proud of. Working their people so hard that they have to lie. Dr (B)(6) began by stating that I write nasty letters which I replied that in the middle of (B)(6) 2016, he didn't seem to care about my wife's pain and the following day he or his office sent down an intern that would do nothing, so I didn't think he really cared about my wife and that is why we never saw him until today. He never bothered to look at the CT scan, my wife and I had that he had ordered on (B)(6) 2018. He then informed us of a dr (B)(6) who would gladly operate on my wife's back as she was turning into a pretzel and eventually require surgery on each vertebra as they would be collapsing on each other and she would be in more pain. Dr (B)(6) is crazy enough to try anything as it would take many hrs except my wife would probably die on the operating room table. Also, (B)(6) did state he could remove the nevro hf10 scs, but he forgot I guess that my wife had immediately informed at the very beginning of the session, she would never have back surgery ever again as it was too painful. Objectivity is very difficult in this whole episode between nevro hf10 and (B)(6). One or both are to blame and my wife will not permit (B)(6) to ever touch her again, as he did a poor job in so many ways after the operation and may be during the operation. I don't think anyone can definitively ascertain what exactly went wrong. I told my wife on the night of (B)(6) 2018 that I'm not going to recharge the nevro hf10 any more unless your pain becomes worse and you think you require it. On (B)(6) 2018, I asked her what was her pain level at as it had been at 8 to 8 and a half for most of the past six months. She stated it was at level six and at times but rarely at 4. She further stated that the pain that crossed her lower intestinal area had disappeared and the pain across her back in the ischial crest pelvic area had also disappeared, and it currently resides just in the spinal column at six and not eight. Over the past four months, I noticed that she would jump from time to time stating that it was like an electric shock that came out of the blue. The fluid in the sac which has also reduced in size that sits on top of t9 to l5 to a 1-1/2" to 3" area and does not swell up like it initially did last year and this year. I think a short occurred in the stimulator and by not charging it up any more. Her pain level has gone down, is more localized in one area, but that probably will change. Also, I have been administering .08ml of forteo injections nightly since early (B)(6) 2018 and maybe that is helping her pain levels to be less. In (B)(6) 2011, she had been experiencing pain in her left femur for some time and it broke on (B)(6) 2011. Her osteoporosis seems to be in check but she still has another twenty-two months of injections to receive. If I can convince her and dr (B)(6) who we will see on (B)(6) 2018 to put in a different nevro hf10 spinal cord stimulator may be, it will help her go back to level 2 to 3 pain.